Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. On (B)(6) 2015 svc coil impedance rose to 121 ohms from a baseline of 65-78. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high superior vena cava (svc) coil impedances. The impedance alert threshold was increased initially, but later the svc was turned off as it was damaged. The lead remains in use. No patient complications have been reported as a result of this event.